Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: foreign matter. Verbatim: material no: 305198 batch no: 4305226 one of our pharmacy technicians was getting ready to use this needle to prepare an IV product and noticed a dark spot, either a contaminant or a plastic defect, inside the hub of the needle. It was not used for a patient and so there was no harm. He set it aside without using it and contacted me.

Manufacturer narrative:
(B)(6) follow up for device evaluation. A customer reported the presence of either a contaminant or a plastic defect within the hub of a needle. To support the investigation, one sample in an opened packaging blister was received and evaluated by the quality team. A visual inspection revealed dark-colored specks embedded in the needle hub, identified as degraded resin. No additional defects or irregularities were observed. The presence of embedded degraded resin is typically associated with the startup phase or intermittent conditions during the injection molding process. During these periods, degraded resin may dislodge and become incorporated into molded components. A device history record (DHR) review was conducted for material number 305198, lot 4305226. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. The sample will be shared with production associates to raise awareness. To date, no other similar complaints have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.